Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pseudotumor.

Manufacturer narrative:
Third party analysis was conducted and found that on the femoral side it was noted that there were cables in situ, evidence of radiolucent lines in zone 3, 4 and 5 and medial calcar bone loss. An interval ap radiograph dated (B)(6) 2011 demonstrated the stem to have tilted into varus. A malpositoned migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. Due to insufficient data the existence of the pseudo tumor as well as its cause, which led to the reported revision surgery, cannot identified. A review of the manufacturing history records confirms no abnormalities or deviations reported. (B)(4)